Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing and the legal manufacturer's final investigation. A correction to the d9 "date returned to manufacturer", g2 and h10 fields were made based on information available at the time of the initial report submission. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: all channels. Cfu: <1cfu. Bacterial identification: no germs detected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: chapter 4 reprocessing workflow for endoscopes and accessories. Chapter 5 reprocessing the endoscope.    Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the oes cystonephrofiberscope tested positive for unexpected contamination. The scope was sampled once. During the sampling, the scope tested positive for 1 colony forming units (cfus) of coagulase-negative staphylococci. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested positive for 1 colony forming units (cfus) of unspecified revivable microorganisms which is conforming to standard. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility however, this information has been requested. During the device evaluation, it was observed that the glue of the bending section cover had wear and tear. It was also observed that the air valve unit in the control unit and the mouthpiece were damaged. It was observed that the eyepiece unit cover glass was scratched. It was also observed that the image guide bundle fiber breakings. Lastly, it was observed that the biopsy channel had foreign materials at the distal end.